Event description:
Caller reported blood glucose results of 161 mg/dl, 242 mg/dl, 103 mg/dl, and 94 mg/dl on the aviva system within 10 mins. Reported no adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.